Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from an IV line of a duo-vent clearlink luer activated valve and a puddle of propofol formed on the floor. A small hole in the tubing was causing blood to travel retrograde. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection revealed that the male luer collar was cracked. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.